Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valve vl8 was clogged and was restricting vacuum. The fse replaced pinch valve vl8, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.